Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. A wire insertion test was performed and had passed the front loading and back loading without issues. A continuity test with manipulation was performed and had passed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead could not get over the wire. The lead was irrigated but would not track over the lead. The lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead could not get over the wire. The lead was irrigated but would not track over the lead. The lv lead was never in service. No adverse patient effects were reported.